Manufacturer narrative:
(B)(4). The device was manufactured in 1995. Fisher & paykel healthcare has requested pertinent information to assist in our root cause analysis. We will submit our findings in a follow-up report following receipt of the details requested and completion of our evaluation.

Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's branch office in (B)(4) that the plastic on the heater head of an iw930aek cosycot infant warmer had cracked and the pieces had fallen off. No patient consequence was reported.